Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7071525/7071567.

Event description:
It was reported that the patients ipg continues to move around the pocket. X-ray revealed that the ipg had migrated. The patient underwent a spinal cord stimulator explant procedure and was doing well post-operatively. The explanted device components will not be returned.